Manufacturer narrative:
(B)(4). Investigation results: the returned orise proknife was analyzed, and a visual evaluation noted that the distal end of the electrode had detached. A functional evaluation noted that when the thumb-slide was actuated forward to extend the electrode, the electrode did not extend smoothly. The working length had to be manipulated to achieve electrode extension. No other issues were noted based on all available information and the condition of the returned device, it is likely that procedural factors, such as the length of time used, power settings required, handling technique, and/or tissue composition resulted in the electrode damage, and subsequent use of the electrode resulted in the detachment. It indicates that the event occurred due to the nature of the procedure, and the device had no influence on the event. The investigation concluded the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2022. During the procedure, there was difficulty in operating the orise proknife electrode. The procedure was completed with another orise proknife. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of electrode detachment.